Manufacturer narrative:
(B)(4). Field service representative was on site to repair the unit. Unit had note on it stating that the o2 pressure was only reading 40 psi. 14959 hours. Also found volumes low and o2 sensor failing. As a resolution calibrated o2 input pressure and flow pressure transducer. Replaced o2 sensor. Performed extended system test / operational verification procedure (est/ovp). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator is showing 40psi on the inlet o2 pressure. At this time there was no information of patient involvement reported with this event.